Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated the catheter was replaced during the previously reported surgical intervention. The old catheter was left in and tied off. The reporter did not have much detail, but believed it was "not working." Please refer to mfg. Report# 3004209178-2015-19077 for information regarding a cerebrospinal fluid (csf) leak, which occurred after the placement of the new catheter. The issue was attributed to the catheter left in place.

Event description:
It was initially reported that the patient never had therapeutic effect since pump was replaced on (B)(6) 2013. It was then stated that for the last 6 months the patient's pump did not work to relieve their pain. The healthcare provider (hcp) ordered a CT scan and did a pump study to assess the catheter. The hcp reported the system looked "ok." The hcp then did a large bolus to see if the patient had a positive response but the patient reported they had no response to the bolus. It was stated that it was a large enough bolus that the hcp would not let the patient leave the office after the bolus was given because they needed to monitor the patient. The hcp had turned up the dose on the pump but it was not affecting the patient's pain. Nothing had happened or changed in the patient's pain even after all the adjustments. The patient used their personal therapy manger (ptm) and was getting the boluses but it had no effect or relief. The managing physician believed there was an issue with the catheter and referred the patient to see a specialist. It was unknown if the hcp actually used dye to assess the catheter. It was noted that the patient had experienced a volume discrepancy in the last 6 months as well. It had occurred prior to (B)(6) 2015. The actual residual volume (arv) was 35ml but the patient did not know what the expected residual volume (erv) was. The patient reported they were due for a refill so it should have only been a few mls. A catheter revision occurred on (B)(6) 2015 because the catheter was "broke" and was "bent over" so it pushed into the patient's spine." The patient reported it was so "bad" that they "couldn¿t walk." It was confirmed that the catheter was revised and not replaced. The patient had not had a refill since the revision so it was unsure if the volume discrepancy still existed. There was still no change in the patient's efficacy of the therapy after revision. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).